Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the aneurysm measures 8cm in diameter. It was reported that a follow up CT scan showed that the aortic neck dilated to 32mm and the graft had migrated causing a proximal type I endoleak. Per the physician, the cause of this event was due to disease progression of the aortic neck. The physician performed an intervention and implanted two endurant ii aortic cuffs resolving the endoleak. The physician then used aptus endoanchors prophylactically however, the applier was not able to pass through the guide catheter to implant a third endoanchor. An additional guide catheter was opened and successfully completed the procedure. No additional clinical sequelae were reported and the patient is fine.